Event description:
The patient felt a jolt while driving near the landing area of an airplane. He felt a light buzz for a quarter mile. Compatibility guidelines were requested for emi, magnets and welding. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n370655, implanted: (B)(6) 2013, product type: accessory. Product ID: 97791, lot# n370394, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).